Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was performed? How long was the procedure time extended? Was there any patient consequences or changes to the postoperative care of the patient as a result of the extended procedure time or event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device ripped the anastomosis at its retrieval. Extension of the procedure. The anastomosis had to be re-performed with another device.

Manufacturer narrative:
Product complaint (B)(4). Batch # t5dv0r. Device evaluation summary: the analysis results found that the ecs33a device arrived with the anvil missing. Only the causing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. Additional information was requested, and the following was received: what surgical procedure was performed? Recovery of a digestive continuity after a hartmann. How long was the procedure time extended? 2 hours. Was there any patient consequences or changes to the postoperative care of the patient as a result of the extended procedure time or event? There was a micro fistula which required one additional week of hospitalisation stay. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Was a leak test performed? If so, what were the results? If positive for a leak, how was this addressed?

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? The device was handled by the surgeon who is used to use it. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The indicator was located properly. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? No were the donuts inspected? If so, please describe. There was no donuts because the anvil has given way. Was a complete transection of the white breakaway washer visually confirmed? Na were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Yes, another anastomosis has been performed. What is the current status of the patient? The patient is ok how may counter-clockwise revolutions of the adjusting knob were used to open the device? 3 half was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes was a leak test performed? If so, what were the results? The anvil has given way.